Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events, at a low rate of occurrence, where the latitude programmer screen became unresponsive. In most cases, the programmer required a system reboot to complete testing. Our initial investigation of this device behavior has not found any commonalities (i.e., device serial numbers, date of the event, etc.) Between the different countries and hospital facilities that reported experiencing this behavior to boston scientific. In addition, attempts to replicate the behavior during testing of those programmers that were returned were unsuccessful. Currently, representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Information gained through this investigation will be utilized to pursue appropriate preventive action(s), as necessary.

Event description:
It was reported that the programmer touch screen was freezes after several minutes of the screen not being touched. It was noted that the screen does not unfreeze without shutting down the programmer and restarting it. No adverse patient effects reported. The programmer remains in service.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events, at a low rate of occurrence, where the latitude programmer screen became unresponsive. In most cases, the programmer required a system reboot to complete testing. Our initial investigation of this device behavior has not found any commonalities (i.e., device serial numbers, date of the event, etc.) Between the different countries and hospital facilities that reported experiencing this behavior to boston scientific. In addition, attempts to replicate the behavior during testing of those programmers that were returned were unsuccessful. Currently, representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Information gained through this investigation will be utilized to pursue appropriate preventive action(s), as necessary.

Event description:
It was reported that the programmer touch screen was freezes after several minutes of the screen not being touched. It was noted that the screen does not unfreeze without shutting down the programmer and restarting it. No adverse patient effects reported. Additional information was received that the field reported no further problems with the touchscreen occurred. Since the freeze was only observed once, the decision was made to continue to use the programmer. The programmer will remain in service and no be returned at this time.